Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all prelease specifications.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm rupture. The initial procedure was completed successfully. The post-operative computer tomography revealed a compression of both iliac legs at the level of a narrow aortic bifurcation. The patient was completely asymptomatic, but the physician decided to treat the patient with a kissing stent procedure in order to prevent a leg occlusion. On (B)(6) 2014, the patient was treated with numed uncovered cp stents (14x45mm). This re-intervention was completed successfully and the patient was doing well following the procedure. On (B)(6) 2014, the patient was discharged from hospital.

Manufacturer narrative:
The imaging review stated that four images were received on 12/19/2014 in imaging service. Two images were dated (B)(6) 2014 and two images were dated (B)(6) 2104. There appear to be additional devices implanted between the first post-implantation study in (B)(6) 2014 and the images from the study in (B)(6) 2014. The images provided do not allow for evaluation in relationship to this event.